Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end and slightly deformed in its middle. Several stent struts are lifted and compressed. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. In addition, the stent is displaced in distal direction by 4 mm. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated lesion with 85 percent stenosis degree in a moderately tortuous distal vessel. The orsiro could not pass the lesion. The device was removed, and another approach was attempted. Upon removal it was noticed that the stent became deformed and could not be used again.

Manufacturer narrative:
Combination product: yes.